Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse discovered the customer had already repaired the leak prior to the fse's arrival. The customer observed a hole in the tubing through pinch valve (pv37). The customer replaced the tubing and resolved the leak. However, the instrument would not proceed due to the peltier temperature error. The fse observed the leak had damaged the peltier module. The fse replaced the peltier module and the instrument performed without any temperature error. The fse also replaced the rinse block position sensor as preventive maintenance. The fse then performed verification of instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported approximately 40 mls of blue liquid leaked from the coulter lh 500 hematology analyzer onto the counter top. The leak was not contained within the instrument. The customer indicated the instrument generated an "ambient temperature" error when the leak was noticed. There was no exposure to open wounds or mucous membranes. The operator was wearing the personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.